Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was cracked, unresponsive and difficult to read. There was no reported adverse impact to customer's blood glucose. Customer declined follow up from tandem technical support.